Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a procedure the right atrial (ra) lead threshold jumped to high. The lead remains in use. No patient complications have been reported as a result of this event.